Event description:
The reporter indicated that the handheld was displaying a "fault message." During re-interrogation, the handheld displayed the "retry message" and during additional attempts the screen froze and stayed on retry. The reporter was unable to run a normal mode test. The handheld displayed a "failure to initialize message." Troubleshooting did not resolve the event. The handheld was returned to the manufacturer for product analysis and is pending results.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.